Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported failure to deploy the stent and the breakage of a force transmitting component. Increased friction is considered the reason for increased release force and subsequent fracture the component. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. In this case, it was reported that the the tracking vessel was moderately calcified. The use of a guide wire smaller than recommended in the IFU may be another contributing factor. In this case, a 0.014'' guide wire was used. The event also may be use-related as rough handling of the device can lead to the reported event. On the basis of the information available, a definite root cause for the event reported could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Furthermore, the IFU indicates that a 0.035" guide wire should be used.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported issue have been evaluated. Previous investigations of similar complaints have been reviewed to determine the root cause. The event reported may be related to a difficult anatomy as highly tortuous and calcified vessels may lead to increased friction and subsequent release force increase. In this case it was reported that the anatomy of the tracking vessel was moderately calcified and a predilation was performed. There were no difficulties advancing the system to the treatment site. The use of a guide wire smaller than recommended per IFU could be also a contributing factor. In this case a 0.014'' guide wire was used instead of a 0.035'' guide wire. The event reported may also be use related as rough handling may lead to the event reported. Based on the information available and as no sample was returned, a definite root cause for the event reported could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit". Furthermore, the IFU demands for use of a 0.035 inch guide wire. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that during use of a vascular stent system in the distal sfa, after activation of the safety slide the stent could not be deployed at all. Reportedly, a 0.014'' guide wire was used and a predilation was performed. The device was retracted without issue and another stent was reportedly used to complete the procedure. There was no reported patient injury. As reported, the system was flushed prior to use. The anatomy of the tracking vessel was moderately calcified. There were no difficulties advancing the system to the treatment site.